Event description:
It was reported that the tandem-provided usb charging cable had snapped off in the pump's usb port resulting in difficulties charging the pump. There was no reported adverse impact to customer's blood glucose. Customer continued to use the pump for insulin therapy.